Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After a non-bsc guidewire crossed the lesion, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed completely from the patient. Dilatation of the lesion was performed using a mustang balloon catheter then an epic stent was placed. It was observed that the blood flow had improved and the procedure was completed. No patient complications were reported.